Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying error message user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review and initial functional testing. The root cause was due to defective load cell module 2. During visual inspection one missing shoulder screw was noted and the drive shaft does not rotate smoothly, exhibits binding and resistance. The archive review indicated error message ua 07 around the reported event date. The platform failed the initial functional testing due to error message ua07 displayed when the platform was powered on. The load sensing system has detected a weight/load unbalance between the two load cells, checked during power-on-self-test. Load cell characterization test indicated that the load cell module 2 was defective. Upon customer approval the component will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4) was displaying error message user advisory 07 (discrepancy between load 1 and load 2 too large). No patient involvement was reported.